Event description:
It was reported that during a da Vinci-assisted malignant hysterectomy procedure, one of the jaws of the Fenestrated Bipolar Forceps instrument broke, fell inside of the patient, and was retrieved during the same procedure using forceps. The procedure was completed.The customer informed that the fragment was removed using forceps and there were no other fragments, so there was no need for pre- or post-operative X-rays. The removed fragments were returned to Intuitive Surgical Inc., (ISI) with the Fenestrated Bipolar Forceps (FBF) instrument.

Manufacturer narrative:
The Fenestrated Bipolar Forceps instrument has been received for failure analysis; however, the evaluation has not been completed.